Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 07/30/2009 and the one (1) year warranty period has expired. As the device is at the end of its useful life and no repairs are available for the video baton, the customer elected to destroy the glidescope pgvl video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the image went out. Reportedly a backup flexible scope was used but the non-emergent procedure could not be completed. The patient outcome was not reported.